Manufacturer narrative:
This report is a post inspection retrospective review. 2016 incident.

Event description:
On (B)(6) 2016, the distributor reported to rymed that they had received notification that their customer had experienced an issue with the product. Reported that when the device was removed from the package, the cap fell apart. No patient injury; never reached the patient. 1 sample was received on (B)(6) 2016. It was confirmed that there was 1 incident where the connector separated prior to use. No details surrounding the incident are available. Reported as product code 460207, lot m00153. This report is a post inspection retrospective review. 2016 incident.